Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment. The returned device was confirmed to have tip fractured upon visual analysis. No anomalies were identified in the manufacturing files for the device lot that may have contributed to the reported event. The most likely cause of the reported event is the overload of the driver tips with the age of the device contributing to the event.

Event description:
It was reported that; doctor broke the tip off of a blocker driver while he was torquing a blocker in a connector.

Event description:
It was reported that; doctor broke the tip off of a blocker driver while he was torquing a blocker in a connector.